Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/15/2021 it was reported by a sales representative via email that an ar-4501 meniscal cinch ii deployed both peek implants but surgeon was unable to apply tension to fiberwire suture because the knot would not slide. This was discovered during a procedure on (B)(6) 2021. Surgeon pulled on suture and used a probe but knot would not budge. Finally both peek implants came off the meniscus. Additional info requested. Additional info received 9/16/2021: surgeon discovered that the knot would not slide using ar-4515 knot cutter. In order to complete case, surgeon had to use a meniscus protector.